Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, the sensor wire was missing. The sensor was inserted into the abdomen on (B)(6)2017. Patient indicated that due to multiple, past instances of missing sensor wire, they believe the transmitter is at fault. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.